Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52 mg/dl. The customer's blood glucose was 270 mg/dl at the time of call. The customer stated that they will be treating the low blood glucose with food. The customer also reported sensor issues. The customer declined troubleshooting for low blood glucose. Auto mode was not mention if in use. The insulin pump will not be returned for analysis.